Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2015 when readings of ¿169 and 132mg/dl¿ were obtained using the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient stated that she manages her diabetes with a combination of diabetes medications (details not specified), and it is unclear if the patient made any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿hazy eyes, weak and chest pains¿ approximately 30 minutes after the alleged meter issue began, and reportedly self-treated by taking additional oral medications ¿janumet and amaryl¿ (dose not specified). At the time of troubleshooting, the csr noted that the unit of measure was set correctly, the testing procedure was correct and the test strips were not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.